Event description:
It was reported that a second sensor was implanted due to the dampening of the patient's original sensor which was reported in MDR (B)(4).

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The review determined that no non-conformances were identified that are related to the reported event.